Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "noticed during prep for surgery the tip is broken so it cannot cut a cable."